Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure, the faradrive steerable sheath (clear) - ous was selected for use. Upon preparation of the sheath, after the dilator was passed through sheath and flushed, it was observed that the flush came out at an unusual angle. On visual inspection, the dilator was bent/squashed/damaged at the tip. Unsure if this was out of packet or on preparation. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath (clear) - ous was selected for use, upon preparation of the sheath, after the dilator was passed through sheath and flushed it was observed that the flush came out at a unusual angle on visual inspection the dilator was bent/squashed/damaged at the tip. Unsure if this was out of packet or on preparation. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. Investigation confirmed that the catheter passed all passed all testing and specification requirements throughout the manufacturing process prior to distribution. The reported event was confirmed.